Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the devices were not communicating. A technical support specialist (tss) contacted customer, who reported server access with users unable to access stations. Verified server access and device status with no critical overrides. Upon follow-up, customer confirmed all users regained access. Advised that event viewer showed a kernel power event identifier indicating an unexpected reboot, likely due to power interruption or system-related issue, and confirmed rca would be provided via email. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary all devices hospital wide were not communicating. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.